Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found burns and scratches on the distal end but the distal end did not become heated during testing. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the burns and scratches on the device were due to insufficient distance between the tip of the device and the cystotome. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "if there is an official standard on the applicability of endoscopy and endoscopic treatment that is defined by the healthcare facility¿s administration or other official institutions such as academic societies on endoscopy, follow that standard." "Before starting endoscopy and endoscopic treatment, thoroughly evaluate its properties, purposes, effects, and possible risks (their nature, extent, and probability). Perform endoscopy and endoscopic treatment only when its potential benefits are greater than its risks. Fully explain to the patient the potential benefits and risks of the endoscopy and endoscopic treatment as well as any examination/treatment methods that can be performed in its place, and perform the endoscopy and endoscopic treatment only after obtaining the consent of the patient." "Even after starting the endoscopy and endoscopic treatment, continue to evaluate the potential benefits and risks, and immediately stop the endoscopy/treatment and take proper measures if the risks to the patient become greater than the potential benefits." Olympus will continue to monitor field performance for this device. During testing, service also found the adhesive on the bending section cover was worn and the play in the angulation knob and angulation were out of specification due to elongation of the angle wire. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during reprocessing, the subject device was found to be burned in different places. The device had been used in a cystogastrostomy procedure and the incident was not observed during the procedure. The only other medical device in use with the electrosurgery generator was a cystotome. The cystotome was not kept. There was no effect on the patient due to the event.